Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. The unit was received with the link arm not rotating properly on both the handles. The upper and lower handles were out of adjustment. Both shock cushions were worn and needed to be replaced; unit received with standard adaptor and not the tri-star adaptor. General maintenance and cleaning required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
Service and repair of the a2009 ultra 360 patient positioning system found the link arm would not rotate properly on both handles.